Event description:
Int'l ((B)(6)) complaint received reporting minor leakage issues with use of sn1371, filtered ext sets w/microclave. The initial and follow up info (as translated) reports the sn1371 device sets were successfully pretested/primed with no issues noted at that time. Approximately six to eight hours into the infusion (unk fluids/mediations) leakage was detected originating from the sn1371 sets microclave connector. At that time it was also noted that the connector silicone was protruded. The device sets were removed and replaced with no further incident. There were no reported adverse pt consequences and or outcomes.

Manufacturer narrative:
Received three (3) used sn1371, syringe pump filter line set. One of the sets was returned with a 60 ml bbraun syringe attached to the proximal female luer. One of the sets had a plug protrusion, the other two sets had the plugs missing. Based on the as received condition these components would result in leakage. Lot analysis: review of the mfg. Lot database for lot #2757959 (mfg. Date 11/2013) show 150 units of sn 1371 were mfg., tested, inspected, and released. No exception documentation was generated during any of the mfg lot builds. Previous engineering evaluations of this type of component issue have identified silicone plug issues/protrusions can occur when the connectors are mated/used with bifurcated lines and high back pressures are applied. Isolating the back pressure with a clamp will minimize the likelihood of silicone seal protrusion. ICU medical's continuous improvement initiatives are in progress to further evaluate this type of issue, as well as to identify and implement improvements to address this type of usage issue where high pressures are generated within the fluid circuit. Findings: based on the as received condition where the sets components were damaged/missing the complaint was confirmed.